Event description:
Pt underwent a second surgery to remove implant due to an infection 2 weeks post op. Six similar events reported from this hosp and all six linked to the same surgeon. Sales representative attempted to gather further details but was informed that surgeon had left this facility and there was no contact info. No info is available regarding the type of infection/reaction the pt's acquired and/or if any cultures were performed.

Event description:
Pt underwent a second surger to remove implant due to an infection 2 weeks post op (see also ca33664b & ca33664c for additional implants used in this pt). One other similar event reported from this hosp is linked to the same surgeon. Sales rep attempted to gather further details but was informed that surgeon had left this facility and there was no contact info. No info is available regarding the type of infection / reaction the pt's acquired and/or if any cultures were performed. Reference ca33663a, ca33663b & ca33663c for second event involving same surgeon. This device is used for treatment.